Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure via soft density tissue using the maxcore instrument. During the procedure, the device's outer cannula could not be fired. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos are provided and reviewed. The first photo shows product labeling information which does match and verifies with tw, and the second photo shows an maxcore device placed on table in half-primed position. The sample notch of the device is noted to be bent. No other anomalies are identified. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review and the investigation is confirmed for the identified bent issue as the sample notch of needle is noted to be bent on the attached photo. A definitive root cause for the alleged failure to fire and identified material twisted / bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.